Manufacturer narrative:
Product evaluation: no injector (unspecified model) was returned for evaluation for the report of the iol haptic being amputated; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that an injector amputated half of the lens haptic during an intraocular lens (iol) implant procedure. No harm to the patient was reported, and the procedure was completed.